Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device when closing the clips would drop out without forming. Clips did not fall into the patient. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Event description:
To summarize this event, a 24mm amplatzer septal occluder (¿aso¿) was implanted without incident in 2009, under tee guidance and the patient was discharged home. During a tte follow-up six days after device implantation, embolization of the aso was recognized. No mention was made as to the location of the device after embolization. The patient was asymptomatic, but was sent to surgery for surgical shunt closure and recovery of the embolized device.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient had a large atrial septal defect and was found to be a good candidate for device closure. The angiography images provided showed balloon sizing and device placement; however, no meaningful data can be gathered from the angiograms except for the slight unusual orientation of the device after deployment and release. The tee images provided showed the intraoperative procedure and that the defect was evaluated adequately. There appeared to be adequate svc and ivc rims. The superior, av valve, posterior and aortic rims were adequate as well. The defect was large with a thin margin adjacent to the defect. The static size of the defect ranged from 20mm to 24mm as measured by the sizing balloon; however, it is not known whether stop-flow was reached. The initial aso deployment failed and was followed by proper placement in the 4-chamber view and appeared adequately seated. In the bi-caval view, the aso was tilted with the left atrial disc into the right atrium. A significant shunt was documented between the svc and the edge of the device. The last image loop demonstrated that the aso had been released. It is not clear if the patient was observed overnight or a follow-up echocardiogram was performed the day of the procedure. Although the aso was not returned for analysis, according to aga's medical consultant, the aso embolized primarily because of device placement. The orientation of the aso was fine in the 4-chamber view but in the bi-caval view the aso clearly did not sandwich the septum toward the svc rim. The left atrial disc protruded into the right atrium with resultant shunt. Despite these findings, the aso was released. It appeared that the patient did not have a follow-up echocardiogram until the sixth day. By reviewing the tee, it can be confidently stated that the aso most likely embolized within the first 24 hours of the procedure. Additionally, the size of the aso chosen was smaller than the defect. The defect as measured by aga's medical consultant was about 26-28mm static and hence at least a 26mm or 28mm aso may have been a more suitable choice.

Manufacturer narrative:
The 24mm amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections.